Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. Reportedly the conductor link was found damaged during explantation surgery. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. The device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated. This is a final report.

Event description:
The user reported that he was no longer able to hear with the device. There is no report of any accident or trauma. It was reported that the user lost hearing with the device suddenly. The device has been explanted but has not been returned for investigation.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. This is a final report.

Event description:
The recipient reported that he was no longer able to hear with the device. There is no report of any accident or trauma. It was reported that the recipient lost hearing with the device suddenly. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he was no longer able to hear with the device. There is no report of any accident or trauma.